Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va15g99 implanted: (B)(6) 2016 product type lead h6: fdc coding has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the last time they had an adjustment in 2023, it was not working and they cannot get back in for another adjustment. They were directed by the hcp to call mdt to see if a representative can meet them for an emergency adjustment. Offered to help the caller use the handset to adjust the therapy. The caller was reporting "they moved the sensors" and they need to get them back. Explained programs to caller. Reviewed that a message would be sent to the field staff, but if they decide that they want to try making the adjustments over the phone to call back and we will help them. Additional information was received from the patient. They reported that they have contacted their doctor about this issue noting appointment dates of (B)(6). The patient clarified the statement of "they moved the sensors" as something being caused by the device therapy or implant procedure and noted "reprogramming" when answering this question. The patient clarified the statement of "it was not working" as meaning that their bladder was not getting emptied and they noted "device insufficient because I have used interstim for 15 years." The issue was not reportedly caused by normal battery depletion and the cause of the device not working was not determined. The patient indicated that the likely cause of the issue was "lead placement not helping enough." The steps taken were noted to be "general practitioner (gp) for bladder infection. Tried reprogramming (appointment not available in timely manner)." The issue was reported as not yet resolved. Additional information was received from the patient. They reported that they have an upcoming appointment on (B)(6) 2023. The patient clarified that by "moved the sensors" they were referring to programming. The patient noted by "it was not working" they were referring to being unable to properly empty their bladder. The issue was not caused by normal battery depletion and the cause of the device not working was unknown. The patient answered the question of what most likely caused or contributed to the issue by noting "bladder infection contributing? Lead dislodged? Disfunction?" When asked what steps were or will be taken the patient noted "interstim lead x ray (B)(6)2023 / surgery to replace lead?" The issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va15g99, implanted: (B)(6),2016, product type: lead. Section d information references the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.